Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The lesion being treated was mildly calcified and in a severly tortuous circumflex (cx). The lesion was predilated with a 3.0 x 15 mm balloon. After predilatation the physician attempted to reach the lesion with a taxus express2 2.75 x 28 mm drug eluting stent. However, the taxus express2 2.75 x 28 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. The procedure was successfully completed with another taxus express2 2.75 x 28 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".